Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the new battery was inserted but the intermittent power issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/19/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2014 with the following findings: a review of the pump¿s black box history showed no evidence of unexplainable power reboots occurring. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump. During testing, the pump powered on with the returned battery cap. The pump performed the rewind, load, and prime steps with no power reboots, power losses or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. No power losses occurred. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was observed. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive. The down arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under all button contacts. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.